Event description:
The manufacturer received information from the patient's family alleging the screen had turned red and an alarm had sounded during use on a trilogy evo device. They had requested the sales representative to replace the device. The device was replaced with another device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during an operational check of the device. The manufacturer's service technician observed error codes event for maximum reboots and an audio queue overflow in the device¿s event log. The manufacturer¿s service technician alleges the issue had temporarily occurred on program execution or processing. The manufacturer¿s service technician replaced the device¿s system printed circuit assembly board to address this issue. After the part was replaced on the device, the manufacturer¿s service technician performed the final and run-in tests, along with the battery and valve checks on the device. The manufacturer¿s service technician determined the device was operational, and it was cleaned.